Event description:
It was reported that a temperature alarm occurred while the pump was charging, triggering a concern. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for the customer to return the problematic pump and issued a replacement, ensuring that training on the updated software was provided. The customer was also instructed on how to use the portable insulin delivery backup, understood the steps necessary upon receiving the replacement, and agreed to return the faulty pump within 10 days.